Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 3:30 pm to 4 pm, with blood glucose of 320 mg/dl. The customer¿s blood glucose level was 550 mg/dl at the time of the incident. Customer alleged that insulin pump was under delivering. The customer was treated with intravenous drip and manual injection. The customer experienced symptoms such as nausea, vomiting, difficulty in breathing, and lot of pain. Customer also reported that the insulin pump had post-reset ram crc alarm. Customer rewound the insulin pump and got back to normal screen after. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The device will not be returned for analysis.